Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was not decreasing with usage and remained static at 105 units. The customer reported that the cartridge was filled with 300 units. There was no impact to the customer's blood glucose level. The customer declined to reload the cartridge and will continue to monitor the pump performance.